Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek xs pro meter (facility's meter) when compared to a different coaguchek xs meter (patient's meter). On (B)(6) 2024 at 6:35 pm the patient was tested with the facility's meter and had a meter result of 2.4 inr while at 6:48 pm the patient was tested with his meter and had a meter result of 3.4 inr. The patient was tested using 2 different index fingers. The patient¿s therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The coaguchek xs test strips' expiration date was not provided. The coaguchek xs pro meter serial number was not provided. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Medwatch fields h6 type of investigation code and the investigation conclusion code were updated.